Event description:
This is an adverse event recorded on a crf as part of the u.s. (B)(6) patient registry. Subject was enrolled in the registry having a 6 cm barrett's esophagus containing high-grade dysplasia. Circumferential ablation was performed without adverse event. A series of focal ablation procedures ensued, with an intervening endoscopic mucosal resection, to completely eradicate all abnormal tissue. A stricture was noted after the last endoscopic mucosal resection and ablation procedure. The stricture was dilated. Per the physician, the adverse event severity was mild, the relationship to the ablation device was possible, and there was no device malfunction.